Manufacturer narrative:
Occupation was lay user/patient.

Event description:
Customer complained of a discrepant inr result between a coaguchek vantus meter (B)(4) and a lab using an unknown reagent. At 9:20 am, the customer tested by fingerstick on their meter and got a result of 4.8 inr. The customer had a lab test done at 9:50 am and the result was 2.3 inr. There was no allegation of an adverse event. The customer's therapeutic range is 2.0-3.0 inr. Customer has been anemic in the past but did not provide their current hematocrit. Customer is not on heparin or direct thrombin inhibitors and does not have antiphospholipid antibodies. Customer has had no new medication, new illness or diet changes. The customer does not have any signs of bleeding or bruising. Retention test strips (304674) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.